Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, at the beginning of surgery, it was noted that the delivery catheter system (dcs) didn't spin well. It was reported that the dcs deployment knob separated. Subsequently, the dcs was not used for implant and was discarded. The use by date of the dcs was noted to be twenty-nine days prior to the procedure date. The valve was loaded onto a second dcs and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.